Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported. The patient was fine.